Manufacturer narrative:
The axium prime pusher (model: apb-2-2-3d-es lot: b029675) was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and without an introducer sheath. The axium prime pusher was found broken distal to the break indicator. The proximal segment (actuator interface, coupler tube, positive load indicator and break indicator) was not returned for analysis. The coin was retracted out of the lumen stop. The shield coil was found slightly stretched and the implant coil was already detached and not returned for analysis. No other anomalies were observed. Based on the device analysis and reported information, the customer's report of "coil resistance/stuck in sheath" could not be confirmed. The pusher was found broken and the release wire retracted, detaching the implant coil. As the implant coil and introducer sheath were not returned for analysis, any contribution of the implant coil and introducer sheath towards the resistance in sheath could not be confirmed. There is no indication that the event is related to a manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter was placed. Three models of coils were selected for embolization, and the hoop was well formed. However, the reported coil could not be pushed out of the sheath. A replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the cavernous sinus in the right internal carotid artery with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Additional information received from the physician confirmed that was the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.